Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. Visual inspection found damaged battery door. Functional test found that the downstream occlusion (dso) sensor is non-functional. The event history log (ehl) was downloaded and inspected; found high number of "high alarm displayed: cassette not attached properly" reports, which suggest faulty a dso sensor. The dso sensor, dso bezel, dso seal and battery door were replaced to correct the issue, and the device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device needed repairs. There was unknown patient involvement and unknown patient harm/adverse event reported. No additional information was available.